Event description:
Edwards received information a patient with a 23mm 3300tfx aortic valve implanted five (5) years, 10 months, underwent valve-in-valve procedure due to aortic stenosis. A 23mm 9750tfx transcatheter valve was implanted inside the 23mm valve. Patient is on ECMO. Case went smoothly without issue.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm 3300tfx aortic valve implanted five (5) years, 10 months, underwent valve-in-valve procedure due to aortic stenosis. A 23mm 9750tfx transcatheter valve was implanted inside the 23mm valve. Patient is on ECMO. Case went smoothly without issue.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of event cannot be determined; however, patient factors may have contributed to the event.

Event description:
Edwards received information a patient with a 23mm 3300tfx aortic valve implanted five (5) years, 10 months, underwent valve-in-valve procedure due to critical aortic stenosis. Patient presented with acute on chronic congestive heart failure on ECMO support, ascending aort aneurysm, cardiogenic shock, and multiorgan system failure. Patient was scheduled for tavr earlier but was canceled to lv thrombus found so patient was placed on anticoagulants. Multiple echocardiograms were performed and it was concluded the patient did not have a clot in the left ventricle. A 23mm 9750tfx transcatheter valve was implanted inside the 23mm valve. The patient tolerated the procedure ell and was stable during the entire procedure. Case went smoothly without issue.